Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed and generated inconclusive results. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. The investigation results show no product deficiency.

Event description:
The customer stated an architect i2000dsr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 146.58 u/ml. The sample was repeated and generated ca 19-9 results of 6.13, 5.57, and 7.46 u/ml. The falsely elevated ca 19-9 result was not reported outside the laborarory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.